Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted minor damage to the device's knife track. The device's knife trigger felt stiff and the blade was difficult to retract and advance. The device was disassembled and it was observed the red wire was out of the pull tube and the knife pull would get stuck on it. This lead to the stiff knife trigger. It was reported that the jaws of the device were difficult to open and the knife blade of the device would not retract. The reported issues were confirmed. The most likely cause was determined to be manufacturing related. The most probable cause for this defect is the wire was not pulled tight in the wire fixture and the slack loop caught on the blade extend/retract hook. The defect was caused by a mis-assembly in manufacturing. Further action not required because the event had foreseen risk and is included in a data monitoring plan. The evaluation detected an unreported condition: the unit had a seal plate failure. The product analysis noted evidence that the device was not used as intended. The instructions included with this device provide the following guidance: eliminate tension on the tissue when sealing and cutting to ensure proper function. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the jaws could not open (the tissue was not grasped), and after the jaws were cleaned with saline, when the trigger was pulled several times (it scattered on the surgical field). The jaws were partially opened. The knife did not return to the knife compartment. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.